Manufacturer narrative:
Product analysis results: visual and optical examination identified that it appears that the driver's tip has been sheared off. The metal deformation gives in dication that the failure was the result of torsional overload. The instrument appears to have been heat treated to print specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other: device fragment remained in patient. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive surgery (mis) - transforaminal lumbar interbody fusion (tlif) at l5-s1 due to l5-s1 spondylolisthesis. Intra-op, tip of the driver sheared off in the screw. The surgeon tried to remove the broken tip of the driver with no success. At his discretion, he proceeded to verify that the screw was in good working order; and went ahead and placed a rod and set screw in standard procedure. The surgeon broke off set screw as it would be done normally. Although the broken tip of the driver remained lodged in the screw head, it was not protruding enough to remove or block placement of the rod and set screw. No patient complications were reported.